Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the right ventricular (rv) lead dislodged. The dislodgement occurred in the inferior vena cava (ivc) and was confirmed by an x-ray. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.